Manufacturer narrative:
Upon follow up it was reported the patient was not originally hospitalized for the previously reported peritonitis event. The patient had collapsed and was subsequently hospitalized for the event. The patient developed peritonitis while hospitalized due to a possible breach in aseptic technique. The breach in aseptic technique was further described as the ¿nursing staff practices of not changing gloves and so on.¿ it was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was unknown. The patient was recovered from this peritonitis event. The patient was discharged eight days after admission. Extraneal therapy was ongoing. No additional information is available.